Event description:
On 17th july 2025, it was reported by an arthrex's employee via email that for an ar-13995n, multifire¿ scorpion¿ needle, the needle broke, and some metallic fragments were found left inside the subscapularis tendon. Considering negative influence if retrieve the fragments, the surgeon decided to keep the fragments inside the body after communicating with the patient. But there could be risk from surgeon's point of view. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was still completed successfully. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, such as striking bone or applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as stated in the directions for use (dfu-0392-sub). "To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The complaint allegation could not be confirmed, as the device was not returned for evaluation and no supporting evidence of the reported failure was provided.